Event description:
It was reported that telemetry measurements read 'high' on several channels. Consecutive measurments showed 'high' on different channels. The number of channels which seemed stable over time was 4. Basically no development in hearing was observed in the pt.